Manufacturer narrative:
Fracture artifacts on the device indicate bending fatigue fracture. Returned device met print specifications. No root cause could be established without return of the female adapter.

Event description:
It was reported that patient underwent a humeral lengthening procedure on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2012, due to fracture of a connecting bolt. During the revision surgery a second connecting bolt fractured. The revision procedure was completed using another connecting bolt and correction module with no reported injury to the patient or delay to the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00727 & 1825034-2012-00742). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.